Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not properly filling the tubing during the fill tubing step. No insulin was seen exiting the cartridge tubing. Blood glucose was 264 mg/dl. A new cartridge was loaded to address the event and the load process was completed.